Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out due to eri, the lead was capped and replaced due to high capture threshold.